Event description:
A malfunction was reported with a pump, identified by the malfunction code "malf 9." There was no adverse impact to the customer¿s blood glucose level reported. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any further malfunction codes appear.